Event description:
It was reported that the 9800 system would not boot up prior to a case. Also the handle was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, image processor, display adaptor, backplane, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.